Manufacturer narrative:
Follow-up #1: date of submission 09/23/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/31/2016 with the following findings: during investigation, there was visible moisture corrosion in the battery compartment. A leak test showed no leaks. The pump was opened and there was no moisture found. Correction: the correct serial number is: (B)(4).

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. It was reported that moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation of insulin delivery if the damage impacts the power circuit or cartridge cap.